Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. Unable to perform temperature test as motor was not rotating. Hi-pot test failed. The motor cable assembly was faulty and need to be replaced. The connector has dent and collet was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece overheated prior to the procedure. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the handpiece overheated suddenly.